Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned measuring 45.0 cm (outer insulation) and 49 cm (inner coil and cables) . Failure event observed during analysis. Final analysis found clavicular crush damage noted 40.0 cm to 41.7 cm from the distal tip breaching all lumens. No damage was found on the etfe coating with the re, rv, svc cables.

Event description:
This report is to advise of an event observed during analysis.